Manufacturer narrative:
Date of event is unknown but event happened in (B)(6) 2015 (B)(6). (B)(4).

Event description:
It was reported that on an unknown date, intra-op, the inner sleeves were found bent. The instruments came in contact with the patient and did not break. No patient complications were reported as a result of this event.